Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-31934. It was reported the patient is not receiving effective therapy due to high impedances. X-rays were done and it was determined that the lead was fractured. Rep programmed the patient using the other lead and was able to establish good coverage. Surgical intervention may take place at a later date. Note: it is unknown which lead was fractured, as such both leads are being reported.